Manufacturer narrative:
The following information was erroneously omitted from the initial report: the patient underwent bilateral removal and replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7744630 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7732561 sn(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed on anterior view parallel lines of shell wear. No anomalies were observed. Shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, late onset seroma (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast reconstruction revision surgery with two 550cc mentor memorygel breast implants, experienced bilateral breast implant capsular contracture bg IV and late onset seroma, resulting in a bilateral implant explantation that took place on (B)(6) 2019. The patient also reported experiencing feelings of left breast enlargement, warm to the touch, pain, and firmness. Cts & and an ultrasound confirmed the seroma fluid collection. The left breast had 450cc of fluid removed. Lab results for the left breast fluid cytology reported no malignant cells identified. This medwatch form is for the left breast prosthesis.